Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2026, it was reported that a patient experienced an allergic reaction associated with the use of an arrow central venous catheter (cvc). The patient's current condition was reported as fine. No additional clinical details regarding the nature or severity of the allergic reaction were provided, except that the patient had no known drug allergies. The user facility conducted a review of relevant records over the preceding three years and indicated that approximately half of the patients involved in similar reports had no documented prior history of allergies. Good faith efforts were made to obtain additional information regarding the reported event, including clarification of the device issue, confirmation of the reported occurrences, and assessment of any potential patient harm. However, no response or additional information was received. Associated medical device reports (mdrs) include 3006425876-2026-00544 (specific event) and 3006425876-2026-00543 (multiple events without additional details).